Event description:
It was reported that multiple cartridge alarms intermittently occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.